Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error and shut off. The caller did not know the blood glucose reading. She stated that the customer had been running with the insulin pump leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer's mother stated that she would call back with the device's serial number in order to have the insulin pump replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.